Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the vessel jam and vessel transfer motor were stuck and the interconnect board burned. The cse replaced interconnect board and flex cable to correct. Alignments and a system check passed and quality controls were within range. The cause of smoke being emitted from the instrument was due to a burnt interconnect board. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer was troubleshooting error 617 "incubation wheel stuck on home", and while reseating the incubation wheel the customer observed smoke being emitted from the vessel feeder area of the dimension exl 200 instrument. The ccc instructed the customer to unplug the instrument. There were no reports of adverse health consequences due to the smoke emitted from the instrument.